Event description:
The customer reported that he was unable to program his insulin pump and the numbers were scrolling up and starting over. The customer was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 140 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No number ramping anomaly or scroll bar anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, a broken belt clip slot and missing end cap sticker.